Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "the endoflator stopped emitting co2". No negative impact in state of health reported.

Manufacturer narrative:
Device evaluation: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer, "endoflator stopped emitting co2", could not be confirmed. The repair technician was unable to reproduce the stop of gas flow, described by the customer, even an endurance test was performed. However, several errors were documented and found in the log files of this unit: 262 (error in control system detected) as a consequence, error 271 (flow not fallen, timeout of insst2) was triggered and documented which then led to error 24c (request change control front end request unallowed, different states). The cause of the error codes can be determined to the proportional valve as well as the flow sensors are defective. In a consequence, this could lead the unit to stop working described by the customer. Further but independent from the reported issue, the safety valve is not responding, and the software version is outdated. The above investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints; no trend was identified. This event is filed under internal complaint ID (B)(4).